Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecified low glucose sensor scan results on the adc device and noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). Due to the low glucose readings, the customer counteracted with different food during the day. However, the low glucose scan readings remained, but no matching symptoms, so the customer went to a hospital. At hospital, a healthcare professional (hcp) compared readings within 10 minutes to a hcp meter and determined a severe high glucose level of 525 mg/dl compared to an adc sensor scan result of 110 mg/dl) and the results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The length of sensor wear was 3 days. The hcp then removed the sensor and treated the customer by administering different unspecified infusions. The customer remained in hospital overnight for further observation. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.